Event description:
It was reported to the manufacturer that the patient had high impedance on a system diagnostics test performed on (B)(6) 2012. It was indicated that the last acceptable diagnostics for this patient were performed in (B)(6), however no specific results were provided. The physician indicated that there was no trauma or manipulation to the device. The patient's device was disabled, and it was indicated that the patient would be sent for x-rays which would be provided to the manufacturer for review. The x-rays have not yet been received. The physician also noted that the patient had been experiencing headaches with stimulation and also painful stimulation at neck region for about (B)(6) prior to this report of high impedance. The patient was referred for and underwent a full revision on (B)(6) 2012. The explanted products will not be returned as the hospital's policy requires the hospital to keep explanted products for 7 years. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received from the physician on (B)(6) 2012. An x-ray assessment performed by the site was provided and indicated that no fractures were observed. This however cannot be confirmed as the x-rays have not been sent to the manufacturer. It was indicated that the patient was complaining of headaches, stomach pains, tingling in her neck and chest with vibrating in her voice. She was also complaining of being shocked with headaches. The patient's settings were provided. No additional information was provided.